Event description:
Information was later received that the daily measurements were not reflected on usb. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) consultant noted that the high shock impedance measurements were likely due to a set screw issue as the measurements have been unstable since implant, there was an unstable electrogram, and pocket manipulations created noise. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.